Event description:
The customer reported to beckman coulter (bec) that high vacuum was out of range on the coulter hmx hematology analyzer with autoloader. The instrument was also experiencing white blood cell (wbc) background failures and was leaking at startup. The volume of the leak is unknown and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse had observed that the high vacuum out of range, white blood cell (wbc) background failures and cleaner reagent leak were all caused by the complete blood count (cbc) waste chamber not draining and fluid overflowing onto the bleach chamber and also getting pulled into the high vacuum manifold and eventually the vacuum waste trap. The source of the overflow was solenoid 47 not activating. The fse found the pin for the wire that ground solenoid 47 was not sealed completely in the connector and he resealed the pin for the ground wire of the solenoid. The solenoid 47 is responsible for the cbc waste drain. Once the spill was cleaned, repairs were verified and instrument ran without incident. No further leaking was observed. The cause of the leak was solenoid 47 not activating. Beckman internal number for this report is (B)(4).